Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the pump history showed 0.00 units of insulin delivered by the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: a review of the black box and alarm history showed multiple ghost boluses. Evidence of a user cancelled bolus was recorded. No activity outside of normal use was found. The total daily dose added up and reflected the programmed basal rate target. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and reflected the correct delivery and record. The keypad was undamaged and all buttons responded appropriately to user input. The cancelled bolus complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.